Manufacturer narrative:
This report is submitted july 18, 2018.

Event description:
Per the clinic, the patient experienced swelling at the implant site in (B)(6) 2018 and subsequently was administered antibiotics; however, the issue could not be resolved. The patient underwent skin flap reduction surgery in (B)(6) 2018 in hospital. The patient is being clincially managed by the health care provider.